Event description:
Legal counsel for patient reported that patient underwent a total right hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. All components were removed and replaced with antibiotic spacer molds. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in revision operative report noted a tear in gluteus medius area, purulent fluid and scar tissue. Revision operative report further noted intraoperative drainage of pus and fracture of greater trochanter. Irrigation and debridement was performed during the revision and all components were removed and replaced with cement spacer molds.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-04705, 04706 & 04787).

Event description:
Legal counsel for patient reported that patient underwent a total right hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, elevated metal ion levels and metallosis. All components were removed and replaced with antibiotic spacer molds. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative, infection, and allergic reaction.¿